Event description:
As reported, the patient had an initial left tsa on 8/30/2022. The patient dislocated and was revised on (B)(6) 2022 and upsized. The patient was last known to be in stable condition. No other patient information/medical history reported. The product is not returning as it was disposed of.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 320-15-01, (B)(4) - eq rev glenoid plate. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0. 320-15-05, (B)(4) - eq rev locking screw. 320-38-00, (B)(4) - equinoxe reverse 38mm humeral liner +0. 300-01-09, (B)(4) - equinoxe, humeral stem primary, press fit 9mm.

Manufacturer narrative:
Additional information has been received that indicates this event no longer meets the definition of a complaint. There are no alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device. This patient had a fall that resulted in dislocation and revision surgery. There is no indication or reasonable event that would cause the shoulder replacement to cause the patient to fall and be revised 2 days after implant.